Manufacturer narrative:
.

Event description:
Post-operatively, on (B)(6) 2015, the patient reported nausea and vomiting during a follow-up appointment. The event was considered to be side effects of the intrathecal medication. The programming date and time from the most recent refill prior to the event were (B)(6) 2015 and 16:40 respectively (details unknown). The event was considered related to the device/therapy, not related to the implant procedure, and possibly related to the hydromorphone in the pump. The pump was reprogrammed on (B)(6) 2015 (details unknown). The outcome was considered ongoing. The pump contained intrathecal compounded baclofen 300.0mcg/ml; intrathecal dilaudid 1.5mg/ml; intrathecal bupivacaine 30.0mg/ml, intrathecal clonidine 200.0mcg/ml; simple continuous infusion for non-malignant pain. As of (B)(6) 2015, the last known daily doses were intrathecal baclofen 200.41mcg/day; intrathecal dilaudid 1.0021mg/day; intrathecal bupivacaine 20.041mg/day; intrathecal clonidine 133.61mcg/day. The patient activated dosing was set to 49% of daily dose. The patient's medical history includes failed back surgery syndrome. Additional information was received from a physician via psr indicated the device was interrogated and the current pump settings examined at (B)(6) 2015 (last change (B)(6) 2015) showed the patient was receiving intrathecal baclofen 300 mcg/ml (dose 200.41 mcg/day), dilaudid 1.5 mg/ml (dose 1.0021 mg/day), bupivacaine 30 mg/ml (dose 20.041 mg/day), and clonidine 200 mcg/ml (dose 133.61 mcg/day) via the implanted pump. On (B)(6) 2015 a 25% decrease in the daily doses was made and the new daily doses were: baclofen 150.18 mcg/day, dilaudid 0.7509 mg/day, bupivacaine 15.018 mg/day, and clonidine 100.12 mcg/day. Additional information received from the healthcare provider (hcp) via a clinical study indicated on (B)(6) 2015 the patient reported feeling "over-medicated." On (B)(6) 2015 the patient reported dizziness. On (B)(6) 2016 the patient reported nausea with ptm activations. The device was reprogrammed as in intervention on (B)(6) 2015, (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the event occurred on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2016. The de vice was reprogrammed as an intervention on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2015, the patient reported burning of the chest and face with personal therapy manager (ptm) activations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.